Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the red button for "arming" the trocar safety shield does not work properly. This was not used on the pt. Another device was used.